Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during vitrectomy procedure, tip of an ophthalmic laser probe was enter into the patient's eye smoothly. Surgery was completed on the same day with an alternative probe and with no patient harm.

Manufacturer narrative:
Corrected information is provided in section d.4. Additional information is provided in sections d.9, h.3, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The laser probe (lp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The lp was received for testing. A visual assessment of the returned sample revealed no obvious nonconformities. The returned sample was connected to a calibrated system and was successfully recognized. A fit check was performed with a trocar and revealed resistance. A visual assessment under a microscope was performed and revealed clear foreign material on the cannula. The root cause of the reported event is attributed to adhesive being present on the cannula. However, how or when the adhesive was introduced onto the cannula remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).